Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient expired (B)(6) 2011. The patient's wife found the patient with both the black and white power leads disconnected. The ems was called, and upon arrival to the hospital, both power leads were still disconnected. The lvad was not explanted from the patient.

Manufacturer narrative:
The pump will not be returning for evaluation, as the pump was not explanted. A supplemental report will be submitted when the manufacturer's investigation is completed.